Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned for evaluation. The tray is visually conforming to the print with no burrs or obstructions in the groove. The ring is bent and damaged. Dimensional analysis was conducted on the cross section of the returned ring and confirmed to be within specifications. Due to the bend and damage to the ring no functional testing or additional dimensional analysis could be performed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Since the product was returned damaged likely from the attempted use, and no mating components were available for return, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown baseplate, unknown. Unknown, unknown humeral bearing, unknown. Unknown, unknown glenosphere, unknown. Unknown, unknown humeral stem, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was unable to place the liner because the ring in the tray was not working properly. The ring came off. To finish the surgery, the surgeon had to change the liner and use a larger tray. Subsequently, the surgeon had to perform a second osteotomy. Attempts have been made and additional information on the reported event is unavailable.